Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt reported poor sound quality and discomfort while using the cochlear implant system. Results of an integrity test done on (B)(6) 2007 were consistent with receiver/stimulator malfunction. The pt's device was explanted (B)(6) 2007 and a new device was reimplanted during the same surgery.